Manufacturer narrative:
Per investigation by the manufacturing site: the wire of the active electrode has been pulled out of the embossing on one side, or rather it has broken off. This may be due to the application of excessive force to the cutting wire without it being activated, for example. Then the wire could not cut and it was pulled out of the stamping. Since the cutting wire was already tapered in diameter, this is a sign that some cuts have already been made. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a transurethral resection prostate procedure on (B)(6) 2024, the tip broke off from cutting loop the surgon was able to retrieve the tip. No injuries were reported to the patient and surgon. However, the procedure had a 20 minute delay however, the surgon was able to complete the procedure.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(6).